Event description:
As reported for this event by the customer, during a therapeutic laparoscopic total cystectomy, after 20 minutes of using the device, a u508 short circuit error message was received for the device. When examined, the tissue pad was found to be damaged with a separated bulge in the middle part. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital affiliated to (B)(6) medical college, (B)(6) university of science and technology. The device has been discarded by the user. As such, an actual device evaluation is not performed. An evaluation is done based on communication, product records, and, historical records. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As reported the device tissue was peeled and separated causing a bulge in the middle. The exact cause of the tissue pad peeling could not be determined. However, the results of investigation in the past suggest the following mechanisms that might have caused the tissue pad peel off and seal and cut short circuit error code u508: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (this includes after tissue resection). This caused the tissue pad to wear out and peel off. Due to peeled off the tissue pad, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal and cut mode while the non-insulated area and probe were contacting each other. This caused the seal and cut short circuit error code u508. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum oct 9, 2022: at the time of the event, the doctor was pressing the blue key on the device to perform coagulation operation; at this time, the reported u508 short circuit error message was received. The settings were seal and cut 1, seal 3. There was a delay of several minutes to the procedure, as required to replace the faulty device and test the new device. The patient did not need additional anesthesia. The device was inspected prior to use. The cutting and blood clotting were checked according to the standard before using the device, and there was no abnormality.